Event description:
It was reported that during replacement surgery the surgeon had noticed a lead fracture and had performed a full revision. Implant card noted that the reason for surgery was due to "full revision". No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted lead underwent product analysis in which product analysis was able to successfully identify a fracture and other damage to the lead that could be contributing to the high impedance seen. Due to the condition on the coil ends the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions was performed during the functional analysis, and no other discontinuities were identified. Other than abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The high impedance was first detected on (B)(6) 2022. No other relevant information has been received to date.

Event description:
The explanted generator and lead have been returned to the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
D5: operator of device; corrected information; initial MDR inadvertently included incorrect information".

Event description:
Device was noted to be available for return. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.